Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "intra-capsular rupture and rippling". Later healthcare professional reported "intracapsular rupture". Later healthcare professional reported "capsular contracture". This record is for the right side. The device was explanted.

Event description:
Patient reported "intra-capsular rupture and rippling". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d6b, h4, h6.

Event description:
Device has been explanted and replaced.